Event description:
The reporter contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately erratic and would not power on. The pt obtained results of 180 and 450 mg/dl within 10 minutes of each other. Pt retested and obtained results of 200 and 190 mg/dl. These results were precise. The pt received no medical attention. The pt was unable/unwilling to answer if the code on the meter matched the code on the test strips. Incorrect code number may result in inaccurate readings. The meter, test strips, and control solution were replaced.